Event description:
(B)(6) reportedly, the device was explanted after 54.5 months due to calcification. Information was learned from phone message left by hvt sales rep. Per the phone message, it was reported that the valve was explanted and the surgeon chose to replace with an epic supra valve. She has the device in formalin in her possession for return. Requested that we look this patient up in ipr to see if this was a 3000 or 3000tfx. Would like to have this report expedited because of the surgeon's concerns (that it had been in for such a short time).

Event description:
A customer reported they observed a crack or moisture in their freestyle navigator transmitter. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The customer's product has been requested back for an investigation. A follow-up report will be sent once investigation results are available. Remedial action 2954323-04/14/2009-002-c was reported to the (B) (4) district office on 14 apr 2009.

Manufacturer narrative:
This is a correction to the previous report that stated no cracks were observed during testing. Additional investigation on this transmitter identified cracks at the battery door latch. Leak testing was also performed. The returned transmitter passed leak testing. Based on these results, this issue is not associated with remedial action (B) (4). This is a final report.